Event description:
A report was received that stated the pump alarmed "check clutch." No pt injury or adverse event was reported.

Manufacturer narrative:
The suspect device was returned and evaluated. Testing indicated that the plunger board was non-functional, which caused a syringe plunger not in place alarm. The plunger board, worm gear and lead screw, mount, worm coupling with derlin washer, chrome tip worm coupling, and old motor mount were replaced. The pump was greased and recalibrated. Following repair, the device passed all function and delivery testing.